Event description:
It was reported that the customer had 3 bars of battery on the insulin pump after inserting 2 new batteries into the pump. Customer also received a battery out limit alarm. Customer stated that the pump alarmed after a battery change. Pump was alarming at the time of the call. Troubleshooting was performed. Alarm history was checked and it was found that the customer received multiple battery out limit alarms when the batteries were out of the pump for less than 1 minute. Customer stated that the pump did alarm battery out limit. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.